Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) did not meet physician expectations with respect to longevity. The patient should have been scheduled for monthly follow ups subsequent to their last visit, however was inadvertently scheduled for a six month appointment. The patient expired subsequent to a loss of device pacing functionality.